Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of crack and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with a new syringe of juvéderm ultra xc in the lips. After 0.2ml was injected in the top lip, 0.6ml of product spilled out of the syringe at the needle syringe connection point. The healthcare professional then had discovered that the head had cracked and could no longer inject due to the leakage and contamination.